Event description:
An orsiro drug-eluting stent system was selected for treatment of a mildly calcified lesion with 79 percent stenosis degree. After pre-dilatation, the device could not pass the lesion and was therefore removed. Upon removing it was noticed that the stent has been deformed.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The affected device was returned with another manufacturers stent protector applied covering both the stent and balloon. The stent is deformed in its proximal portion, i.e. Few struts are bent outwards about 5 mm distal to the proximal end of the stent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent strut was initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined.